Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed errors causing all ergonomic features to not start up/ not work after startup. The fse then replaced the master tool manipulator (mtm) compute engine b (mceb). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) compute engine b (mceb) was analyzed and found to have an error indicating high side switch faults. The unit was bench tested, and indicated a power error on the arm rest. Outputs were low compared to a golden circuit board. The complaint was confirmed based on failure analysis. The probable root cause of error 32189 was attributed to an electrical/fiberoptic defect of the hot swap controller on the circuit board. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the customer experienced repeated non-recoverable error 32139. The customer reported event has no report of patient injury.